Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the ER (emergency room) for hyperglycemia. The patient reported they were on vacation 2-3 hours from home and were swimming at the beach when he received an alarm stating to remove the pod. The patient reported he had not taken any extra supplies with him as back up if needed. On his way home, he noticed his bg (blood glucose) levels had reached 384 mg/dl while wearing the pod between 36 and 48 hours. Symptoms include dizziness and vomiting. For treatment, the patient was given IV (intravenous) insulin, im (intramuscular) insulin injections, fluids, and potassium. The patient was released after 5 hours.